Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2022, the screw did not fit into the original device as intended. No patient consequence reported. This report is for one (1) 2.4mm ti va locking screw stardrive 18mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: manufacturing location: monument; manufacturing date: 10-jan-2022; part number: 04.210.118, 2.4mm ti va locking screw stardrive 18mm; lot number: 596p689 (non-sterile). Production order traveler met all inspection acceptance criteria apart from the one hundred thirty-four pieces noted. Inspection sheet, mill shaft thread / head thread / flute met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: pat number: 04.211.01.999, 2.8mm ti screw blank 18mm 02.7 variable angle w/sd8; lot number: 571p281; production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. Part number: 23032, tialnbci2.78. Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs. A dimensional inspection can not be conducted through a photo investigation. Examination of the provided pictures did not identify any significant product defect. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.